Event description:
The customer reported an incident of patient bleeding approximately 15 minutes after the circumcision clamp was removed; the patient received sutures. The customer also indicated that additional items (e.g. Scalpel and forceps) not supplied by centurion medical products were used during the procedure. These were provided in a cardinal pre-source standard circ pack ((B)(4) lot# (01) 08854250-339807). The customer was unable to provide the actual clamp used on the patient but did return the remaining unused clamps from the same case. The circumcision clamp bells and associated base-hole dimensions were inspected. All measurements were confirmed to meet product specifications.